Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a uae procedure, the catheter tip detached. An attempt was made to snare out the tip; however, it further fractured into multiple pieces which got stuck in the artery. The physician needed three hours to remove all fragments from the artery.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.